Event description:
The complainant reported that a patient with dilated cardiomyopathy, was implanted with an impella 5.5 device for mechanical circulatory support via the axillary site. A day post implantation, the patient had no pulsatility in left arm and severe hemolysis that required multiple packet red blood cell (prbcs), platelets, and albumin. The patient returned to the or to be placed on ECMO and explant the impella 5.5. After placing the patient on ECMO, the surgeon discovered pocket of blood impeding flow to artery. Pocket was therefore drained and a drain was placed while leaving impella in for left ventricle vent /exit strategy. Impella 5.5 was repositioned from 6.5 to 5.3cm mid lv. However, bedside echo noted impella to be flipped and diving into apex. The impella 5.5 was ultimately explanted in lieu of intra-aortic balloon pump (iabp). Upon explant, impella was noted to have a fair amount of clot built up at outlet area.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported hemolysis, access site bleeding, limb ischemia and thrombus issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.